Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported hospitalization. Customer had an insulin reaction and had a car accident. Customer is having insulin reaction during hospitalization. Customer went low and ran off an embankment and ran into a barn. Customer may be sensitive to insulin. Customer is hospitalized due to traumatic brain injury. The blood glucose reading is 238 mg/dl; the blood glucose reading increased to over 500 mg/dl when he was revived at the hospital. Nothing further reported.